Event description:
It was reported that this right ventricular (rv) was surgically abandoned. Another lead was successfully implanted. The reason was not provided. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.